Event description:
It was reported that a intellamap orion high resolution mapping catheter was used in a typical flutter ablation procedure. During the procedure the orion was wrapped around decapolar cather proximal to the basket. It was also noted that the orion shaft was stuck and kinked where it was wrapped around cs decapolar catheter. The physician had to advance and twist orion to free it. The catheter was removed successfully from the patient and the procedure was completed. No patent complications were reported.

Manufacturer narrative:
Visual inspection of the device showed damage (twisting) in the main shaft near distal end. The device's damage that would have affected withdrawal and affected steering as well. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that a intellamap orion high resolution mapping catheter was used in a typical flutter ablation procedure. During the procedure the orion was wrapped around decapolar cather proximal to the basket. It was also noted that the orion shaft was stuck and kinked where it was wrapped around cs decapolar catheter. The physician had to advance and twist orion to free it. The catheter was removed successfully from the patient and the procedure was completed. No patent complications were reported.